Event description:
The pt experienced a shocking sensation. There was no incident or accident related to this event. The shocking was described as periodic and not related to any specific activity or positioning of the body. It was noted that the neurostimulator was helping with the patient's symptoms, but the shocking was uncomfortable fro her. Additional info was requested.

Manufacturer narrative:
(B)(4).